Event description:
The patient presented to the cardiology office on (B)(6) 2024 because her pacemaker seemed to be poking out of her incision. At the office visit, the cardiologist applied dermabond and steri-strips to the incision and prescribed antibiotics. On (B)(6) 2024 the patient presented to the emergency department at (B)(6) with a green-colored discharge from her incision site and redness of the surrounding area. She was transferred to (B)(6) medical center in (B)(6) for system extraction. (B)(6) was contacted today, (B)(6) 2024, to come for the system extraction and informed about the events recorded here. The pacemaker and both leads were removed without complication. The patient was stable before, during, and after the procedure. The patient had sepsis secondary to infected pacemaker pocket, present on admission to (B)(6). The pacemaker pocket was positive for staph aureus. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5155325.